Event description:
Additional information was received on (B)(4) 2012. The paralysis was not occurring with stimulation. The patient was evaluated by an ent and was diagnosed with an immobile left vocal cord. The patient's output current was 0.25 ma. No interventions were taken, and the patient did not have a history of vocal cord paralysis.

Event description:
On (B)(6) 2012, it was reported that this vns patient was believed to have vocal cord paralysis. The patient had always had a softer voice, but his voice appeared to be even softer ever since implant. The device was programmed off after implant on 08/15/2012. The patient was seen on (B)(6) 2012 and the device was programmed on. The patient was referred back to the surgeon. Attempts for additional information have been unsuccessful.

Manufacturer narrative:
Brand name, model #, serial #, lot #, expiration date, manufacture date: corrected data: previously submitted MDR omitted product information. Additional information was provided with the implanted product information. This report is being sent to correct this information. Operator of device, corrected data: previously submitted MDR indicated the patient was the operator of device; however, as the paralysis likely resulted from surgery, the heath professional is the operator of the device. This report is being sent to correct this information.